Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify button error alarm and no delivery alarm due to blank display. The insulin pump was received with deep scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed no delivery and button error. Customer stated that the display is completely blank and cannot access the alarm history. Customer entered the ocean wearing the insulin pump; device was in the water for 1 or 2 minutes. He reverted to manual injections. Blood glucose value is 120 mg/dl. Nothing further reported.